Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('think a small fragment of outer coil might still be in that cornual area') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis ablation, leukorrhea, ovarian cyst, cancer of ovary, perineal pain, ductal carcinoma in situ and brca1 gene mutation (brca2 gene mutation). Previously administered products included for an unreported indication: condom. Concurrent conditions included breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tube)/ oophorectomy ( bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, cystitis, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 1 trailing coil. Patient reports after essure removal most, if not all symptoms decreased. Current weight (B)(6). Essure removal procedure- the left tube was grasped using the bovie on cut setting. We were able to cut the serosa and start entering the muscular is portion until we saw metal. Once we saw metal, we were able to tease out the inner coil in its entirety from the cornual area, leaving the rest of the essure in the tube. With this, we were also able to tease out the outer coil. We got the vast majority of the outer coil, more so on the left than the right. With this done, the tube was then transected at the cornual area. We separated the tube from the ovary for pathology purposes. Therefore, the mesosalpinx was dissected using the thunderbeat. The essure device was removed separately. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: impression: the uterus is anteverted with the right essure device seen extending into the cornua of the right uterine horn. The left essure device is seen just extending to just outside the cornua of the uterus in the left tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was in patient¿s medical records : device breakage. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical record received- lot number added. Previously reported event ¿injury to herself¿ updated to ¿the essure device was removed separately.¿ events ¿pelvic pain, hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding vaginal, menorrhagia, infection type: bladder, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, vaginal pain, did not undergo an essure confirmation test¿, reporter, medical history, lab data, concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('think a small fragment of outer coil might still be in that cornual area') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis ablation, leukorrhea, ovarian cyst, cancer of ovary, perineal pain, ductal carcinoma in situ and brca1 gene mutation (brca2 gene mutation). Previously administered products included for an unreported indication: condom. Concurrent conditions included breast cancer. Concomitant products included medroxyprogesterone acetate (depo provera) from may 2013 to august 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problem"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tube)/ oophorectomy ( bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, cystitis, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: right side- 5 trailing coils, left side- 1 trailing coil patient reports after essure removal most, if not all symptoms decreased current weight 200 lbs. Essure removal procedure- the left tube was grasped using the bovie on cut setting. We were able to cut the serosa and start entering the muscular is portion until we saw metal. Once we saw metal, we were able to tease out the inner coil in its entirety from the cornual area, leaving the rest of the essure in the tube. With this, we were also able to tease out the outer coil. We got the vast majority of the outer coil, more so on the left than the right. With this done, the tube was then transected at the cornual area. We separated the tube from the ovary for pathology purposes. Therefore, the mesosalpinx was dissected using the thunderbeat. The essure device was removed separately. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Ultrasound pelvis - on (B) (6) 2017: impression: the uterus is anteverted with the right essure device seen extending into the cornua of the right uterine horn. The left essure device is seen just extending to just outside the cornua of the uterus in the left tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain concerning the injuries reported in this case, the following one was in patient¿s medical records : device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.